Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal device was returned for product evaluation. The returned device included the header bag, hemostasis sheath and carrier tube assembly. The carrier tube assembly was not mated to the hemostasis sheath. The locking mechanism on the carrier tube assembly was set to rear lock position. The carrier tube assembly was subjected to visual analysis. The collagen was exposed from a longitudinal cut in the shaft of the carrier tube assembly. The anchor was not observed on the tip of the carrier tube assembly. The suture was frayed at the end. The hemostasis sheath was cut to search for the anchor. The anchor was found at the 'l' marker on the sheath. The complaint can be confirmed for device pullout. The exact root cause cannot be determined. The likely root cause is not placing the device in full forward lock position or an obstruction to the anchor posting to the distal tip. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - requested, not provided. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was introduced into the artery, however the anchor could not be released. The anchor wasn't found. No parts were inside of the patient. Manual compression was done. There was no significant loss of blood. The patient was treated as intended and there was no harm to the patient. Additional information was received on 07jun2021. The patient was fine.